Event description:
On (B)(6) 2006, the pt experienced paralysis in her lower extremities after she underwent a permanent implant procedure. An MRI was taken and the results revealed spinal cord compression. As a result, the pt's scs system was explanted. Paralysis was resolved once the scs system was removed.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.